Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown. Customer did not report an motor position encoder error alarm and drive support cap was normal. Customer was able to successfully clear the alarm and rewind the insulin pump twice. First time customer was successfully able to rewind the insulin pump and second time tried to fill cannula, motor error reoccurred. The device will not be returned for analysis.